Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of infection cannot be confirmed through product analysis testing. Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR reports: 1627487-2013-16198, 1627487-2013-16200 and 1627487-2013-16201. It was reported, the pt had a fever and fluid collection near her extension sites and ipg site. The surgeon drained 50cc of fluid off of the ipg site. Follow-up identified the pt's entire system was explanted on (B)(6) 2013. Pus was noted at 3 incision sites, and the pt had drainage tubes placed at these sites and received intravenous antibiotics. Additional follow-up indicated cultures revealed (B)(6). The pt was still undergoing antibiotic treatment, and she will follow up with her surgeon.